Event description:
It was reported that the ilet pump interface was unresponsive when the user attempted to press a button, with the family later unable to locate the device and the user transitioning to backup therapy with stable glucose levels. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention beyond routine backup therapy, and no hospitalization. Investigation included customer service triage to verify screen function, assessment for visible screen damage, and a planned remote restart contingent on device access. Investigation of this case revealed a suspected unresponsive screen with no confirmed physical damage and no device available for further evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable device and limited information.